Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device is not available to manufacturer.

Event description:
It was reported that during a surgical procedure, the router broke. It was also reported there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The router subject to this event was not returned for evaluation, photographs were provided which visually confirm the router broke at the cutting end. A device history review was completed and all manufacturing specifications were met during the manufacture of the router associated with the reported lot number. During engineering evaluation of other events of 2.3mm tapered router breakage around time of this event, variation in the flute geometry in 2.3mm tapered routers was observed during engineering review. (B)(4) was raised to address this variation in flute geometry issue. This nc determined that only certain lots were impacted by this issue. Lot number 15108097 associated with this event could demonstrate flute variation and may potentially contribute to router breakage.

Event description:
It was reported that during a surgical procedure, the router broke. It was also reported there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.